Event description:
Baxter norway reports "the tubing could not be filled during priming. Alarm occurred during priming; check bags and tubings. The pt could not reprime and had to restart." Noted during use. No pt injury or medical intervention reported per baxter affiliate.